Event description:
A customer reported an issue with the pump's wake-up button, which was difficult to press. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.